Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced and adverse event. Date of issue is an approximation. The patient stated that they had heard a few alarms for low sugar before going to bed and stated that the alarms were going off all night. The patient's friends woke up the patient; however, the patient was unable to get up due to having low blood sugars. The patient's friend called 911 and at the time, the patient became unresponsive. When the ambulance arrived, they treated the patient and was not taken to the hospital. At the time of contact, the patient was doing fine. Additional patient or event information is not available.